Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported separation appears to be related to operational context. Returned device analysis noted the material at the separation was oval which can indicate the hypotube was kinked and then separated. In this case, it is likely that the bdc was inadvertently mishandled during unpackaging and/or preparation such that the device kinked and ultimately separated upon further manipulation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during the procedural preparation that the proximal shaft of a 3x20mm nc trek neo balloon dilatation catheter (bdc) was noted to separate. A new abbott balloon was used and the procedure was completed. There was no patient involvement nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.